Manufacturer narrative:
Product event summary: product ID# vedr01. The device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: transcatheter valve, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient had a syncopal episodes while driving and hit the curb and guard rail due to a possible pacemaker failure causing loss of pacing. It was also reported that the device reached elective replacement indicator (eri) due to high battery impedance. The device was explanted and replaced. No further patient complications have been reported as a result of this event.